Event description:
The customer reported the system failed to allow the generation of a fluoroscopic image. There is no report of death or serious injury associated with this complaint.

Manufacturer narrative:
No conclusion can be drawn as conclusive repair information is unavailable at this time and no additional service information was provided.